Event description:
It was reported that the non-dependent patient was diagnosed with endocarditis. The patient had developed an infection and when the system was explanted vegetation was apparent. No other patient symptoms were reported.

Event description:
New information notes that the patient tolerated the procedure well. The patient was also discharged home with a life vest.